Event description:
Device malfunction: stent jumped. Time of malfunction: during the procedure. Symptoms/ae: unk. It was reported that during deployment, the absolute stent jumped and prematurely opened at the unspecified target lesion. Though requested, no additional info was provided.

Manufacturer narrative:
Evaluation summary: the device was not returned; without device examination a specific root cause for the reported stent jumping could not be determined. No device quality issues were detected based on the reported info. During manufacturing, all stent delivery system outer jackets are 100% dimensionally measured prior to packaging. Factors that can contribute to stent jumping include, but are not limited to, length of the absolute self expanding stent system outer jacket sheath, if the outer jacket is outside of the introducer sheath/guiding catheter during the procedure, if slack has not been removed after advancement to the lesion, or if the stent delivery system is not held steady during use. To maintaining stability of the stent delivery system during the procedure, the instructions for use states "ensure that any slack in the delivery system inside the body is removed by advancing past the lesion or stricture, and then pulling back. Ensure that the outer jacket is inside the introducer sheath or guiding catheter." Review of the finished device lot history records did not reveal any non-conformities which could have contributed to this event.